Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist determined that quality controls (qc) recovery was within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an inspection of the instrument and identified the aliquot probe was sticky. Service methods were performed and determined the reagent probe (r1) alignment fails. The cse replaced the aliquot and r1 probe and performed alignments successfully. A quality control (qc) run was performed, and the results determined to be acceptable. The cause of the discordant falsely depressed glucose (glu) result in one patient sample is unknown. The cse concludes the instrument is fully operational. No further evaluation of the device is required.

Event description:
A discordant falsely depressed glucose (glu) result was obtained on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The customer used the same sample and alternate instrument to perform repeat testing. The repeated result was higher, and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed glu result.